Manufacturer narrative:
The investigation determined that imprecise and lower than expected phyt quality control results were obtained from the vitros 5,1 fs chemistry system. The investigation found no evidence to suggest the results in question were caused by an analyzer malfunction, but it could not be ruled out. An alternate phyt slide lot has resolved the issue. The investigation was unable to determine a definitive root cause. However, the most likely cause is reagent related.

Event description:
A customer observed imprecise and lower than expected vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number eleven of twelve MDR's for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved. (B)(4).